Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, yellow particles on the shell, and one extended opening. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified one sharp edge opening in the shell with non-penetrating nick. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp edge opening in the shell posterior side, with non-penetrating nick, assessed as surgical impact opening. The events of "capsular contracture and silicone migration" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported left side ¿encapsulation¿, baker grade iii, rupture, "silicon in lymph nodes", and "lump." Device has been explanted.

Event description:
A patient reported they experienced the events of ¿grade three encapsulation¿, ¿ruptured left implant¿, ¿has silicone in their lymph nodes¿, and ¿lump¿ with an inspira textured silicone gel filled breast implant. Device remains implanted.

Event description:
Healthcare professional reported "patient had an ultrasound scan which showed a rupture to left breast with silicone in lymph node too. Patient had experienced grade three encapsulation" this record related to left side. Device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture and silicone migration.

Event description:
A patient reported they experienced the events of ¿grade three encapsulation¿, ¿ruptured left implant¿, ¿has silicon in their lymph nodes¿, and ¿lump¿ with an inspira textured silicone gel filled breast implant. Device remains implanted.